Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen in the emergency room (ER) for multiple shocks. Upon interrogation it was noted that there was noise and oversensing present, that caused over 37 inappropriate shocks to occur resulting in the tachy therapy being turned off. It was also noted that both the right atrial (ra) lead and right ventricular (rv) lead had impedance measurements of greater then 3000 ohms impedances. The patient underwent a device and lead change out procedure and it was noted that both the ra and rv leads were fractured. The patient has an entirely new system implanted at this time. To date, no adverse patient effects have been reported.